Manufacturer narrative:
(B)(4). Device UDI lot/serial: (B)(4).

Event description:
On (B)(6) 2016, the patient underwent endovascular repair of an abdominal aortic aneurysm using gore excluder aaa endoprostheses. Prior to the implant of endoprostheses, a bare-metal stent was implanted in the left renal artery as a snorkel. Trunk-ipsilateral leg and contralateral leg components were deployed distal to the left renal artery, and an aortic extender component was implanted proximal to the trunk-ipsilateral leg component above the left renal artery, respectively. Intra-procedure angiography revealed that the bare-metal stent in the left renal artery was crushed, occluding the left renal artery. The physician elected to implant an additional bare-metal stent in the left renal artery. A final angiography revealed patency of the left renal artery, and the patient tolerated the procedure. It was reported that the infra-renal proximal neck was tortuous and the snorkel stent was implanted in the tortuous portion of the proximal neck.